Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. The device remained implanted and in service. Subsequently, review of the episode details and electrogram (egm) showed the patient's rate increased and was initially detected as a ventricular tachycardia (vt) at 173 beats per minute (bpm). Therapy initially was inhibited by programmed detection enhancements designed to prevent inappropriate therapies for svt. When the programmed duration period for the enhancements expired, the device delivered two bursts of anti-tachycardia pacing (atp) and five shocks, resulting in the exhaustion of therapies for the episode. This investigation will be updated should additional information be provided.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This ICD was explanted seven years later for reported normal battery depletion. The ICD was returned for analysis.